Manufacturer narrative:
A complete lead was returned in one piece with the stylet fully inserted inside the lead and it was easily removed. The test stylet was inserted into the end of the lead without any obstructions. X-ray examination of the entire lead was normal. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the stylet could not be inserted into the lead. The lead was explanted and replaced. The patient was stable following the procedure.